Manufacturer narrative:
This report is submitted on may 11, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to electrode placement issue and poor performance. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 21, 2022.